Manufacturer narrative:
The impella device has not been received from the customer as it continues to support the patient. . Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was on an impella cp for support. During impella cp support, it was noted that the patient developed a hematoma to the right groin. It was noted that the plan was to take the patient to the operating room for cutdown exploration by vascular surgery. Six days later, two units of platelets were transfused. The patient continues on support.

Manufacturer narrative:
The investigation of thrombocytopenia, access site bleeding, and pump stop has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Thrombocytopenia: the cause of the thrombocytopenia was not determined due to insufficient clinical details. Pump stop: the data logs show motor current spikes with speed deviations after which there was a shift in pump flow as well as a decrease in purge flow. Purge pressure values also elevated after motor current spikes. Minutes later there were 'impella stopped - motor current high' alarms. The log pattern identified could be as a result of biomaterial interaction or bearing wear. The root cause of the pump stop was unable to be determined as no product was returned for analysis and limited clinical information related to failure was provided. B1 updated to reflect both adverse event and product problem based on the additional information received from the clinical site. B5 updated with additional information received from the clinical site. D6b added h6 medical device problem code added based on the additional information received from the clinical site. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped, ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Additional information received from the clinical site the impella cp had a pump stop and was explanted. Patient outcome is unknown.